Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display on the screen. The customer's blood glucose reading was 20.0 mmol/l. The mother stated that the screen seemed to have turned off and there was no display on the screen. The customer placed a new battery in the pump and the screen came back up. The customer was able to treat for the high blood glucose readings. The customer stated that the sensor was not connected to the pump. The customer also stated that she had issues with carelink. The customer was advised to call back to troubleshoot.